Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches to the display and reservoir windows and a scratched keypad overlay.

Event description:
The customer reported an aa33 alarm on the insulin pump during an infusion set change, stating that the piston motion continued after the end of priming. The blood glucose level was 186 mg/dl. The customer was advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).